Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # [sr19f 12083] was not found for the reported catalog # [a2n3374-zba]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the interlink ext 1 adapter line was damaged and leaked during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "damaged. Hcp confirmed leakage. Infusion leaked. S/he suspects damaged on the product."

Manufacturer narrative:
H.6. Investigation: no abnormalities were found in the appearance of the returned product. When connecting the lever type lock to the injection site, it was confirmed that all could be connected without problems. Air pressure (55 kpa) was applied to the returned product and a pressure test was performed in water. No problem was found. No abnormalities related to this event were found in the manufacturing process of the lot. There were no other similar event reports for this lot. No abnormality was found in the actual product returned, so the cause could not be determined. H3 other text : see h.10

Event description:
It was reported that the interlink ext 1 adapter line was damaged and leaked during the infusion. The following information was provided by the initial reporter, translated from japanese to english: "damaged. Hcp confirmed leakage. Infusion leaked. S/he suspects damaged on the product."